Manufacturer narrative:
(B)(4) date sent to the FDA: 2/3/2021 the following information was requested, but unavailable: could you please confirm if the patient suffer from any consequence due to the issue (breakage suture)? Unobtainable this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number phk987/ y604h39, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the patient suffer from any consequence due to the issue (breakage suture)? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent laparoscopic appendectomy on (B)(6) 2020 and suture was used. The suture broke when sewing the incision at the time of knotting in the surgery. Changed to another device to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested.